Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.

Event description:
The physician reports that during cataract surgery with attempted implantation of the crystalens using the staar surgical lens injector, the haptic tore. Intervention was performed to enlarge the incision and remove the damaged iol; however, during lens removal, the capsular bag tore. Another lens was implanted successfully.